Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2025-13501.

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens was damaged upon insertion and had to cut out and replaced. Additional information was received and stated, plunger went over top of the lens instead of catching at the back end and pushing lens forward. Therefore causing defect or scratch in the middle of the lens. The lens was removed and replaced with another iol.

Manufacturer narrative:
Additional information was provided in h.3., h.6 and h.11. A sample was not received at investigation site for evaluation for the report of the plunger went over top of the lens and scratched the lens, in & out, therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).